Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump has moisture damage on electronics assembly, motor or vibrato motor. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
This MDR related 4o the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was pushed in the pool with their insulin device attached to them. The customer has a blood glucose level was 74 mg/dl. The customer states that there is a fluid moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.